Manufacturer narrative:
H6 health effect - impact code 2199 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (suspected clip captured chordae). The reported partial clip movement appears to be a due procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with possible chordae being captured. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a triclip procedure was being performed to treat grade 5 functional tricuspid regurgitation (tr) with thin leaflets and a dilated right atrium. Two triclips were placed without issue. A third clip was positioned and deployed. However, the clip tilted after deployment. It was noted that there was no single leaflet device attachment, and no perforation. It was stated that the lateral (posterior) leaflet was probably not inserted deep enough or that chordae may have been captured. A tissue bridge was confirmed to still be present via imaging. Tr was reduced from 5 to 3.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.